Manufacturer narrative:
Batch review performed on 08 april 2019: lot 124733: (B)(4) items manufactured and released on 08-jan-2013. Expiration date: 2017-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery after 1 year and 10 months due to infection (the pathogen is unknown). The surgeon performed a washout and revised the liner. The surgery was completed successfully.